Event description:
It was reported that the doctor was using this instrument and the j hook part of it broke off. Another j hook was used to complete the case successfully.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.